Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. The target lesion was located in a coronary vessel. A 2.25 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent was missing. It was then confirmed that the stent fell off and was inside the stent protector and was stretched during preparation of the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The stent was returned separate from the device, it was stretched to a total length of 7.4cm. The first three struts on one end were not damaged, the remaining struts were stretched, pulled misaligned and distorted. The bumper tip of the device showed no signs of damage. Positive pressure was applied to the balloon. Crimp stent markings were evident on the balloon. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. The target lesion was located in a coronary vessel. A 2.25 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent was missing. It was then confirmed that the stent fell off and was inside the stent protector and was stretched during preparation of the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.